Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to gradually rising impedances and thresholds. Additionally, the pacemaker was electively explanted and replaced with no reported allegations. It was noted that the patient was being treated for unrelated lung cancer. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to gradually rising impedances and thresholds. Additionally, the pacemaker was electively explanted and replaced with no reported allegations. It was noted that the patient was being treated for unrelated lung cancer. No additional adverse patient effects were reported. Additional information received reported that prior to lead revision, the rv lead had exhibited a gradual rise in impedance measurements from 1000 ohms at implant to 1414 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.